Event description:
It was reported that the pump time was incorrect, cause was unknown. Tandem technical support assisted customer in correcting the pump time. Additionally, it was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Subsequently, it was reported that a minimum fill notification occurred. Reportedly, the pump supplies were changed to address the issue and insulin delivery was resumed. Customer's blood glucose ranged from 205-217 mg/dl.

Manufacturer narrative:
Device not returned.